Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump had a keypad anomaly; none of the buttons work despite changing the battery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer's mother does not recall any significant events leading to the keypad issues. The customer's mother was advised to that the pump would have to be replaced. Troubleshooting was not completed because the daughter was not present and she was in possession of the insulin pump; the mother agreed to call back.